Event description:
It was reported device had a bent flip grate where the mesher blade sits during an unknown time. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, e1, e2, e3, g3, g6, h2 and h10. Telephone number for section e1: (B)(6).

Event description:
Upon receipt of additional information it was determined that the event occurred before surgery. The customer is (B)(6) (interior health authority), (B)(6) , bc v1y 1t2, phone number: (B)(6). Customer contact is (B)(6), a crn. Additionally, the device was returned for investigation/repair on 02-nov-2021.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.